Event description:
Additional information received reported that in (B)(6) 2015, the patients leads were broke and to ¿jump over that one¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedance reading greater than 10 ,000 ohms. There were high impedances with all pairs with #0 other pairs were all normal range. Group z a1 were 392 ohms and a2 was => 4000 ohms. Electrode 0 was programmed on a2. The patient was programmed around #0. The patient had intermittent stimulation with stimulation feeling like it was on and off when he moved his shoulder. The patient had a cervical lead. The cause of the intermittent stimulation was determined. It was noted as to not be related to the device and no fractures were noted. Troubleshooting and intervention or other actions were taken to resolve the event. The impedances were resolved and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v133492, implanted: (B)(6) 2009, product type: lead. (B)(4).